Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced positioning issue, filter tilt, detachment and perforation. This information was received from one source. The malfunction involved a patient with no patient injury. The patient was a 54 years old female and weight was not provided.

Manufacturer narrative:
H10: the complaint was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 2020394-2020-05380. H10: as the lot number for the device was provided, a lot history review was performed. The device was not returned to bd for evaluation. The investigation was confirmed for filter positioning issue, filter limb detachment, perforation of the inferior vena cava and inconclusive for filter tilt. Based on the information provided, the definitive root cause was unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned to bd for evaluation. The investigation is inconclusive for filter tilt, perforation, and detachment as no sample was returned for evaluation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced filter tilt, detachment, and perforation. This information was received from one source. The malfunction involved a patient with no patient injury. The patient is a female and age and weight were not provided.